Manufacturer narrative:
Date of event was approximated to (B)(6) 2008, implant date, as no event date was reported. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported by the patient's legal representation. The implant main surgeon is: (B)(6). The implant assistant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a cystoscopy and advantage sub-urethral sling procedure performed on (B)(6) 2008 to treat a patient with stress urinary incontinence. During the procedure, a 49-year old female patient was prepped and draped in the usual manner in the lithotomy position after induction of anesthesia. A weighted speculum was placed in the vagina. A foley catheter with a 30 cc balloon was placed in the urethra. The urethra was grasped with two allis clamps from the distal urethra to the bladder neck. Lidocaine 0.5% with epinephrine was injected into the urethra submucosally for hemostasis. Sharp and blunt dissection was used periurethrally at the level of the mid urethra down to the urogenital fascia. The stylet for the foley was introduced and was deviated towards the patient's left thigh. The trocar was guided through the vaginal incision on the patient's left side lateral to the urethra and advanced through the urogenital diaphragm, and then maneuvered retropubically, care being taken to keep the tip of the trocar in front of the bladder. A small incision was made at the abdominal wall where the trocar was indenting and was advanced through the abdominal wall. The stylet and foley were withdrawn and cystoscopy was used to confirm no intravesical injuries and optimal placement of the trocar at the level of the urethra. The trocar was advanced until the tape was pulled through the abdominal incision, which was then grasped with a hemostat. An identical procedure was done on the patient's right-hand side; however, deviating the foley to the patient's right thigh. The tape was then advanced to be snug underneath the urethra. One ampule of indigo carmine was administered intravenously. The bladder was then distended with irrigation fluid for at least 300 cc in the bladder. The tape was advanced to attenuate a spontaneous stream of urine coming out of the urethra while pressure was placed on the dome of the bladder. The tape was stabilized by placing a hemostat between the tape and urethra, and while stabilization was performed, the blue tab and sleeves of the tape were removed; however, the tape was made to remain stable with the hemostat. The tape was trimmed at the level of the abdominal wall. The vaginal mucosa was then repaired using a running locking 2-0 polysorb suture. A two-way foley was placed with a 5 cc balloon and vaginal packing with metrogel was placed for added hemostasis. The gelfoam were placed alongside the tape on each side because of vigorous bleeding above the urogenital diaphragm and steri-strips were placed in the abdominal wound with dry sterile dressing. A separate tear to the vaginal mucosa was repaired. The patient tolerated the procedure well and went to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.